Manufacturer narrative:
The complaint is considered as user related and not a malfunction of the device. Logs were sent for review and show that the alarms were paused for 3 minutes at 10:55:08. At 10:58:13 the logs show that the device provided an asystole alarm at 10:58:13 as configured instead of the expected time of 10:56. The device is designed to have the ability to configure pause alarms at intervals of one minute, two minutes, three minutes, or infinitely. Device labeling adequately describes alarm behavior when alarms are paused noting that the monitor displays the message alarms paused and the red alarms paused lamp on the monitor front panel is lit.

Event description:
The customer reported that on (B)(6) 2016 at 10:56:08a. The patient in room ((B)(6)) ECG hr dropped and rhythm showed asystole event but the monitor did not trigger the asystole alarm event until 10:58:18a. The caregiver claims mp70 asystole alarm was delayed up to 2 minutes after event. The patient had to have chest compression as a result of the event but expired.